Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient is having high bgs (no values or symptoms provided). Reporter isn't sure if it is a pump issue as it may be a site problem. When uploaded pump to diasend, the bolus adherence report showed numerous pump overrides which reporter swears that she did not do, ie pump recommends 1.65 but only 1.6 was given. Reporter states they give the amount recommended by the pump. Customer support (cs) recommended that patient should not use pump and to continue on the alternate form of insulin delivery until replacement pump arrives. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the discrepancy in delivery was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: complaint confirmed in pump history but not duplicated during the investigation. The last basal delivery and the last bolus were on (B)(6) 2014. The bolus history and the diasend download show instances of partially delivered boluses on (B)(6) 2014. Pump completed 24hr duration testing and flow accuracy testing with no issues. A 10u audio and 10u normal bolus were successfully completed with no errors. No hypersensitive keys observed on the keypad. Unrelated to the complaint, the battery compartment is cracked at case seal. Battery cap was not returned. A new test cap was able to fully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.